Manufacturer narrative:
No conclusion code available. No complaint was reported for the programmer. Failure event observed during the analysis for a defibrillator. During the evaluation of the implantable defibrillator, it was concluded that the discrepancy in longevity estimates observed in the field was due to programmer software anomaly.

Event description:
This report is to advise of an event observed during analysis.